Event description:
It was reported that the customer was experiencing low blood glucose levels all night, and needed assistance. The customer's blood glucose reading at the time of the call was 30 mg/dl. The caller was advised to treat the customer with some form or glucose, but the customer would not take it. The paramedics were called for the customer, and they took her to the hospital. Later, called the customer to follow up. The customer's husband answered, and stated that he feels his wife needs more training as she has only been on the insulin pump for a week. The husband stated that the customer is not wearing the insulin pump currently. Advised the husband to have her remain off the insulin pump until she receives further training. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.